Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device was assembled without any problem and all the lights were green, however when the surgeon was trying to fire the reload at the beginning of the procedure, it could not be fired, and the adapter fell off and/or sticking to the shell. The surgeon tried to insert back on the adapter but it was stuck again and reload could not be fired. They used manual stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted the unload switch was at the home position and there was no damage to the adapter. The unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the adapter black box running acc software and the strain gauge was responsive. The adapter was connected to a representative handle and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the acc software and no new errors appeared. The adapter did not seem to have a loose connection with a pmv representative clamshell or the received clamshell noted in pli-40. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality rel ease specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.